Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the alleged leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) ablation procedure blood was leaking from the hemostasis valve of the introducer prior to any catheters being inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.